Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left external iliac artery. A 6.0x40mm sterling balloon was advanced to the lesion for predilation. During the first inflation, the balloon ruptured at 13 atms. The device was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's currently condition listed as "good".

Manufacturer narrative:
It is indicated that the device was not returned for eval. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).